Event description:
The facility representative reported to baxter (B)(4) that a vented paclitaxel set had a damaged filter. When priming the set, the solution passed through the filter, and the filter did not filtrate. There was no report of patient involvement, patient injury, or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was not available for evaluation, but a photograph of the sample was available. The photograph revealed a damaged mic IV express filter. The reported condition was confirmed. The root cause is attributed to defective raw material from the supplier. The supplier was notified.